Manufacturer narrative:
(B)(4).

Event description:
When the hemodialysis technician went to use the combiset it was noticed that there was an actual pinhole in the line. They have the line but not the packaging. The incident was detected during priming.